Event description:
It was reported that the pt developed an infection following a hip replacement. Specific details were not provided. The pt was in a rehab hospital recovering. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp. A follow-up report will be sent if additional info becomes available.